Event description:
It is reported that a pin on the universal oscillating saw attachment was sheared off. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.